Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) display getting blank. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the display used to go blank. So, in order to fix the issue, the fse reconnected the ribbon cable inside the display assembly. Then, the fse checked the performance of the unit. The fse also recommended the customer to replace the caster wheels of the trolley. The unit was then handed over to the customer and in good working condition.